Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, the customer increased the basal rate temporarily to deal with a bg level of 220 (mg/dl) and the customer left the temporary basal rate running too long. To treat the low bg level, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.